Event description:
Several patients over a three month period were found lying in bed with broken clave connector devices. This involved multiple nursing units and multiple clinical staff. The devices were all broken in a consistent manner at the distal end of a clear internal acrylic material. This allowed for an area of particular concern with infection control as these all involved a PICC line.====================== manufacturer response for needle free IV connector, clave======================they were surprised as they claimed no other reports of this type for this device malfunction have been filed and they suggested it may have been user error.